Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported it was found that the catheter was torn. No other information was provided.

Event description:
It was reported it was found that the catheter was torn. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one 2fr s/l per-q-cath catheter. Usage residues were observed throughout the sample. The sample was received with an inlaid stylet and attached t-lock assembly. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent; however, a leak was observed at the 3cm depth marking. Tactile inspection of the sample revealed tensile weakness in the vicinity of the leak. Microscopic inspection of the leak site revealed a small longitudinally aligned split. The split exhibited a granular fracture surface. Following longitudinal bisection of the sample in the vicinity of the split, microscopic inspection of the inside surface revealed longitudinal scoring marks. The damage on the inside surface was more extensive than that observed on the outside surface. The fracture features and longitudinal scoring marks were consistent with damage caused by contact between the catheter wall and the stylet. Such damage can occur if the stylet is not wetted prior to manipulation and if the stylet is manipulated while the catheter is constrained. H3 other text : evaluation findings are in section h.11.